Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They rotated the nozzle to fix it, it spun. After several trials, it was not fixed in the same way, and finally a substitute was issued and the case was successfully completed. The hospital did not report any patient effects.